Event description:
Attempted to flush medications through a 20g IV and clave while in MRI. Pt was a lvl [level] 1 stroke and was very agitated. Was unable to flush with the clave on. Was able to flush without the clave. Exchanged clave and still was unable to flush. Was only able to give meds/flush without the clave with a 3 ml hooked directly to the catheter. After returning to ed had to d/c [discontinue] catheter and place a new IV.